Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, photo was received from the field and appeared to show the device deformity. However, it could not be confirmed as there was no shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery system, and an 7f delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 8mm amplatzer septal occluder was chosen for implant with an 7f amplatzer torqvue delivery system. During deployment in the left atrium, it was reported the left atrial disc had a bulbous deformation. They tried to reshape the mesh by using fingers, water and the loading tool, but the disc form never develop in the left atrium. The deformed device was never released from the delivery cable while inside the patient. The physician reported there was no adaption to the septum. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A 7.5mm non- abbott occluder was chosen, which was successfully implanted using an unknown delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient reported well at postoperative condition. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.